Manufacturer narrative:
Concomitant products: 383059 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's lead had an elevated threshold. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.